Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states she feels well and requires no medical attention. The customer's expected blood results are 70-115mg/dl fasting. Verified the strips expire 08/30/2017. Customer confirms the strips are stored in the kitchen and were first opened 09/24/2015. Reviewed meter memory (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of high results. Customer states she feels well and requires no medical attention. The customer's expected blood results are 70-115mg/dl fasting. Verified the strips expire 08/30/2017. Customer confirms the strips are stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory: 1:223mg/dl (B)(6) 2015 09:35:00 am fasting:yes. 2:137mg/dl (B)(6) 2015 09:35:00 am fasting:yes. 3:195mg/dl (B)(6) 2015 08:31:00 am fasting:yes. Customers concern: 223mg/dl; 137mg/dl. No adverse event reported.